Event description:
The pump was returned for investigation. Investigation revealed that the vibration motor assembly was misaligned. This report is made based on results of investigation completed on 10/03/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the pump had no vibration upon startup. The pump was opened for investigation and the vibratory motor was found to be out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).